Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the tortuous unknown vessel. The physician attempted to stent the lesion with a 2.25x 8mm taxus liberte drug eluting stent but was unable to cross the lesion. Upon withdrawal of the taxus stent it became hung up on the guide catheter. The entire unit was removed and stent damage was seen to the proximal portion. No patient complications were reported. The patient's status is reported as 'satisfactory/good.'